Manufacturer narrative:
The patient's age and gender have been requested but not received. Reference manufacturers report(s): 3006524618-2012-00343.

Event description:
It was reported that during an arthroscopic procedure the physician was utilizing a super turbovac 90, ifs wand and an unknown quantum controller. During the procedure the wand self-activated and also "sparked". The procedure was completed and no patient complications were reported as a result of this event.